Event description:
It was reported that there was left over volume in the syringe at the end of the infusion via syringe pump, "despite the programmed volume being the correct amount." Per report, the following disposables were using during the infusion: 20ml syringe [ref: (B)(4)] - compatible with alaris syringe pump; or 10ml syringe [ref: (B)(4)] - not compatible with alaris syringe pump; IV catheter bd nexiva [ref: (B)(4)]; and 1ml extension tubing to be primed with product (extension tubing ms404 14029187). There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: medical device serial #, unique device identifier (UDI)#, device available for eval? Returned to manufacturer on, device eval by manufacturer? Device manufacture date, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the under infusing was not confirmed during laboratory testing or a review of the device logs. Syringe detection testing in the ¿as-received condition¿. The syringe was correctly detected and the volume available was correctly read. No errors or issues were observed during the test. Asm testing barrel, plunger position and plunger force accuracy tests were performed, test results showed that the device was working within specification. The pcu event log showed that the last programmed infusion was on (B)(6) 2024 at 6:09 pm when the unit was selected, a bd 10 ml syringe was detected, and a basic infusion was programmed with a rate of 99 ml/h and a volume to be infused (vtbi) of 5.7401 ml. Primary volume infused (pvi) at the start of the infusion was recorded as 12.0967 ml. Approximately 4 minutes later the syringe completed the infusion and alarmed syringe empty and was channeled off by the user moments later. Pvi at the end of the infusion was recorded as 17.8368 ml. Total pvi was calculated by dchu as: pvi at the end of the infusion - pvi at the start of the infusion = 17.8368 ml - 12.0967 ml = 5.7401 ml internal and external inspection of the syringe module found no irregularities. Inspection of the returned disposable syringes found that the returned bd 10 ml (ref#: (B)(4) are unsupported syringe models by the alaris syringe module. The alaris system v9.33 user manual has information about syringe module rate accuracy and proper use of compatible disposables: ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. Rate accuracy can be affected by: temperature and viscosity of the IV solution. Height of the pump in relation to the patient. Back pressure related to the infusion set and the IV catheter. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms and other potential problems. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect syringe module s/n: (B)(6) wo: (B)(4). The device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause for the device under infusing could was attributed to a misuse of a non-supported disposable syringe model, laboratory testing and a review of the device logs showed that it delivered fluid within specification and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was left over volume in the syringe at the end of the infusion via syringe pump, "despite the programmed volume being the correct amount." Per report, the following disposables were using during the infusion: 20ml syringe [ref: (B)(4)] - compatible with alaris syringe pump; or 10ml syringe [ref: (B)(4) ] - not compatible with alaris syringe pump; IV catheter bd nexiva [ref: (B)(4) ]; and1ml extension tubing to be primed with product (extension tubing ms404 14029187). There was patient involvement but unknown outcome.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was left over volume in the syringe at the end of the infusion via syringe pump, "despite the programmed volume being the correct amount." Per report, the following disposables were using during the infusion: 20ml syringe [ref 302830] - compatible with alaris syringe pump; or 10ml syringe [ref 302995] - not compatible with alaris syringe pump; IV catheter bd nexiva [ref 383531]; and1ml extension tubing to be primed with product (extension tubing ms404 14029187). There was patient involvement but unknown outcome.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion - syringe pump was not determined because no products or device logs were returned.